Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Crease/folding of implant: creases were observed. Additional observations: deformation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional later reported "left breast grade IV capsular contracture with intact silicone implant" and "implant was folded in multiple areas." Previous medwatch submission noted rupture. Upon further information, allergan safety determined that the event of rupture did not occur. Device has been explanted.

Event description:
Healthcare professional later reported "left breast grade IV capsular contracture with intact silicone implant" and "implant was folded in multiple areas". Previous medwatch submission noted rupture. Upon further information, allergan safety determined that the event of rupture did not occur. Device has been explanted.

Manufacturer narrative:
Correction to aware date (g3) for last submitted mw on 23jun2023 should be 07jun2023.

Event description:
Healthcare professional later reported "left breast grade IV capsular contracture with intact silicone implant" and "implant was folded in multiple areas". Previous medwatch submission noted rupture. Upon further information, allergan safety determined that the event of rupture did not occur. Device has been explanted.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. Healthcare professional later reported "left breast grade IV capsular contracture with intact silicone implant" and "implant was folded in multiple areas". Previous medwatch submission noted rupture. Upon further information, allergan safety determined that the event of rupture did not occur. Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. Device remains implanted.